Event description:
Pt's dressing on site changed. No blood seen in line prior to dressing change. Pt turned to be bathed. Blood noted in line. Dr order withdrawn. Pt has no sequela from iabp withdrawal.